Event description:
It was reported that the patient¿s second implant was ¿messing up¿ on her two to three weeks prior to the report. It really hurt (the strong electrical stimulation), so she cut it off for a while. The patient began hurting the week prior to the report, but couldn¿t remember how to make stimulation go to both legs. The patient stated ¿anyway I was walking with it only on my right side, last week it grabbed me, I was hollering¿so I cut it down,¿ then it messed up. It was noted it had never done that before. Since having stimulation she had never had stimulation therapy off, even though she continued to take pain medications. It was reported that the patient could get stimulation in her right leg but didn¿t know how to get it and needed it in both legs, and couldn¿t get it to make adjustments to her left leg when she held it on her back. The patient programmer (pp) was used and the poor communication screen and telephone screen were reported. The batteries were removed and replaced. Basic pp functionality was reviewed with the patient. The antenna was placed over the implant and synchronized. After several attempts, the patient reported they were on program 1 at 1.2 with stimulation on; the patient also had program 2 at 1.90, but that was the only other program. The patient navigated somewhere that caused her to state she was feeling stimulation in her calf and both legs, the right leg was stronger than the left, but she wanted it stronger in the left. The patient then somehow turned stimulation off but reported still feeing stimulation in her legs. The patient sat down and said ¿her left leg was going to town,¿ and she was in 7th heaven right now. It was noted the patient still had pain that the device didn¿t cover and was going to see her healthcare provider (hcp) on the (B)(6) and was going to be knocked out and get injections. The patient reported stimulation was still going and she stood up and stimulation was still going good, she felt it all the way down her leg like it was supposed to. The stimulation on and off button was pushed several times but the patient stated the feeling of stimulation remained the same. It was recommended to keep stimulation turned off and call the hcp to report this. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# j0406374v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-56, lot# j0417840v, implanted: (B)(6) 2004, product type: lead. Product ID: 74002, lot# n260563, implanted: (B)(6) 2013, product type: adapter. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).